Event description:
The facility reported a colleague infusion pump with failure code 812:05, which occurred during device power-up in the bio-medical department. Upon reviewing the pump's event history, baxter quality engineering confirmed this condition as a cascade failure from failure code 802:11 and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). This complaint air in the line during a manual exchange was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, there was air in the fill line. There was not enough data within the complaint information to identify root cause. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding air in the line during a manual exchange. The technical service representative advised the patient to start over with new manuals and to make sure they flush before they fill.

Manufacturer narrative:
(B)(4). The sample is not available. Should additional information become available, a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product code is unknown.